Event description:
The physician's assessment of the cause of the lead pulling sensation and shoulder pain is related to the presence of vns device. The cause of the patient's headache and pain on the left side of the body is due to external factors (not related to vns). The patient's explant is specified to be for patient comfort only. The reason for the patient's explant is due to pain, lead-pulling sensation and the device not being able to be turned on. The patient later underwent a full explant and the device is not available for return as it has been discarded.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿lead pulling sensation¿ is not available health effect - clinical code: e2402.

Event description:
It was reported that the patient was experiencing lead pulling sensation, headaches, pain in the shoulder and pain on the left side of their body. It is noted the device is not turned on. The patient has been referred for explant. No surgical intervention has occurred to date. No additional relevant information has been received to date.